Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician reported that during implant, the p-waves observed through the analyzer were larger than the p-waves when the lead was connected to the device. The lead was repositioned, but the same observation of the numbers changing between the analyzer and device occurred again. The physician was satisfied with the final placement and measurements. The device and lead remain in use. No patient complications have been reported as a result of this event.